Event description:
Procedure: breast reconstruction. According to the reporter: on (B)(6) 2013, the pt had permacol mesh implanted as part of a breast reconstruction procedure. The pt also had a breast prosthesis implanted during this procedure. The mesh was secured using suture. The wound was closed with suture. On (B)(6) 2013, the pt was taken back to the operating room, where the mesh and the implant were removed. It was noted that the mesh was slow to incorporate and encouraged more seroma. The wound broke down and the doctor thinks it was because of a reaction to the mesh. The pt experienced red breast syndrome. This was a localized reaction. In the immediate post-operative period there were not any complications.

Manufacturer narrative:
(B)(4).